Event description:
It was reported to boston scientific corporation, that a resolution hemostatic clipping device was used during a procedure performed in 2008. According to the complainant, the clip "would not release, and deployed when in the scope." No patient complications were reported as a result of ths event.

Manufacturer narrative:
Although suspect device has been received for evaluation, the analysis has not been completed; the cause of the reported malfunction has not been determined.